Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. UDI = (B)(4).

Event description:
It was reported that the device had a pacer equipment malfunction and therapy cable failure message. There was no patient involvement.

Manufacturer narrative:
(B)(4)